Event description:
Customer reported that during physician intervention with cardiac arresting pt, the solar 9500 monitor restarted. The pt expired after the monitor completed a software restarted and had resumed physiologic monitoring of the pt.